Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The device was programmed with correct time and date. The device was monitored with a 2.0 units basal rate for 2 days. The device delivered properly the basal profile programmed. No basal profiles erasing anomaly was noted. The device was received with cracked case at the battery tube threads, minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis and headache. The customer was wearing the insulin pump during the hospitalization. The alleged device is expected to be returned for analysis.